Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error: test strip error. The customer stated that he had been trying to run his blood sugar all day and was getting e-5 errors. The customer stated the e-5 errors started that day ((B)(6) 2016). The customer stated that he had gotten discharged from the hospital on (B)(6) 2016 because of a heart attack and got the meter to monitor his blood sugar and had been using the meter since. The customer stated that his nurse's meter also gave a high blood result. During the call on (B)(6) 2016, the customer stated he was feeling weak, thirsty and had been having frequent urination all day. The customer's expected fasting blood glucose test result range was undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2016.